Event description:
It was reported that the patient's leadless pacemaker exhibited low, out of range pacing impedance. Furthermore, it was inquired as to whether the device was exhibiting a marker anomaly in the output echocardiograms. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported events of low impedance and marker anomaly were not confirmed. Analysis of event logs revealed normal device function. No anomalies were detected.